Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was kinked on (B)(6) 2025. The infusion set was in use for 12 hours. The blood glucose level was 346 mg/dl and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008515, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008515 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 07-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4h00283 was manufactured according to the wi version 62 and manufactured in the machine sc05-sc06 on 05-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.